Manufacturer narrative:
(B)(4).

Event description:
It was reported that varying high pacing lead impedances were observed. Fluoroscopic image showed no anomalies. The lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.